Event description:
This is 1 of 3 reports for the fenestrated jawz forceps used during this event and is linked to mfg report numbers: 3003249645-2022-00008 and 3003249645-2022-00009 a facility reported that a patient was being treated for bilateral inguinal hernia by laparoscopy. During the surgery, the small intestine was burnt even if it was not touched by the extremity of the fenestrated jawz forceps (cev525). It was reported that either of the four (4) devices used could be responsible for the dysfunction. The devices were changed to continue the procedure. The small intestine was sutured. The suspected devices were visually checked, and no defects were observed. The devices were then isolated.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The fenestrated jaws forceps (cev525) were returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the fenestrated jaws forceps was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. The received device has been previously repaired outside of microfrance: the insulation is not from microfrance and the jaws are welded. The device is not compliant with integra microfrance specifications. Root cause analysis: the fenestrated jaws forceps has been repaired/modified outside of microfrance. This modification could have weakened the instrument and led to the reported event.

Event description:
N/a.